Event description:
Pt became disconnected from vent and arrested. Pt required CPR and medication to sustain life. No vent or call light system alarmed alerting staff to disconnection. Wiring check date (B)(6) 2013 results: no issues identified. Vent check date (B)(6) 2013 results: no issues identified. Vent wire check date (B)(6) 2013 results: faulty vent cable. Cable approx 4 years old (purch date (B)(6) 2009).